Event description:
The customer complained of questionable inr results for 1 patient from a coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 12:50 pm the results from the meter with a fingerstick were 6.1 inr and 6.2 inr. The physician requested laboratory testing. The result from the laboratory with venous blood as 3.5 inr. There was no allegation of an adverse event. The patient's coumadin was not adjusted based on the meter results. The patient's condition was "stable". The patient was not anemic, no heparin, and no antiphospholipid antibodies. The patient had adjusted his coumadin prior to the inr measurements. The patient has had no changes in diet, no high blood pressure, and no new medications. The patient's therapeutic range was 2.5 - 3.5 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: vial# 40983: qc 1: 3.4 inr, qc 2: 3.3 inr, qc 3: 3.3 inr, vial #41174, qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.